Manufacturer narrative:
No excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Several boluses were delivered. Unit delivered properly all bolus profiles. Unit had cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a back-up insulin pump. High blood glucose began on (B)(6) 2015. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. After troubleshooting, customer was advised to change infusion set, reservoir and insulin. Insulin pump would be replaced and tubing clamp would be sent